Event description:
It was reported that the patient presented to the clinic after receiving an inappropriate shock due to noise artifacts. Boston scientific technical services was contacted and recommended performing troubleshooting, arm manipulations, and diagnostic imaging to exclude s-ICD electrode damage. Technical services stated that the inappropriate shock was likely due to under-insertion of the electrode, intermittent tissue contact of the sensing node, or an impaired electrode. The physician elected to explant and replace the electrode to resolve the event. The patient was stable with no additional consequences.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection noted a small crack in the polycin vorite lumen. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. This report is being filed to correct d2 and g1.

Event description:
It was reported that the patient presented to the clinic after receiving an inappropriate shock due to noise artifacts. Boston scientific technical services was contacted and recommended performing troubleshooting, arm manipulations, and diagnostic imaging to exclude s-ICD electrode damage. Technical services stated that the inappropriate shock was likely due to under-insertion of the electrode, intermittent tissue contact of the sensing node, or an impaired electrode. The physician elected to explant and replace the electrode to resolve the event. The patient was stable with no additional consequences.